Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing and a decrease in r-wave amplitude resulting in an inappropriate shock. During interrogation a battery depletion error was also noted due to suspected extensive magnet application. Device data was sent to technical services (ts) for review. X-rays did not reveal any electrode damage. The shock impedance was noted to have increased since implant. Ts provided further troubleshooting and programming options. This system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the bsc aware date field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing and a decrease in r-wave amplitude resulting in an inappropriate shock. During interrogation a battery depletion error was also noted due to suspected extensive magnet application. Device data was sent to technical services (ts) for review. X-rays did not reveal any electrode damage. The shock impedance was noted to have increased since implant. Ts provided further troubleshooting and programming options. This system was explanted and replaced. No additional adverse patient effects were reported.